Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump seemed like it was delivering too much insulin. Customer's blood glucose level was 36 mg/dl. The customer treated her blood glucose level with food. The customer was wearing the insulin pump while she had x-rays done. The displacement test and high pressure test passed. The device was not returned.